Manufacturer narrative:
Integra has completed their internal investigation on june 23, 2017. Results: evaluation of returned device; the lot number was erased. "Microfrance" and "inox" etchings are still visible. Additional etching "cf". The blades width is not conform to manufacturing specifications. DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: the instrument has been repaired / modified outside of the manufacturer by an external contractor no qualified by the manufacturer. This modification could have weakened the instrument and led to the reported event.

Event description:
Report 2 of 2: other mfg report number: 2523190-2017-00077. It was reported an electric arc between the handle and the hand (thumb) of the surgeon, resulting in an injury (burn) on surgeon's hand. No harm to the patient. No additional information was provided.

Manufacturer narrative:
Additional information received on july 25, 2017: procedure; appendectomy. The unit functioned during 20 minutes when the dysfunction was observed. Surgery completed with another unit with no surgical delay. Burn was in thumb of right hand, no detailed information about injury was provided. No treatment performed for the burn.